Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were treated by emergency medical service personnel with sugar shots and orange juice due to low blood glucose on (B)(6) 2017 with blood glucose of 26 mg/dl. Customer went to church and half an hour later, she blacked out. She states that she may have rewound the pump and did a fill tubing procedure while still connected, but is not sure. The customer was wearing the insulin pump during the emergency treatment. The customer also experienced high blood glucose levels of 433 mg/dl and 404 mg/dl and treated with the pump. The insulin pump will be returned for analysis.